Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), bladder perforation ("perforation: bladder"), gastrointestinal injury ("perforation: bowel"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), candida infection ("yeast (candida) infection") and bacterial vaginosis ("bacterial vaginosis (I would get even when not sexually active)"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain/pain: abdomen"), back pain ("lower back pain/pain: back"), arthralgia ("painful joints/pain: back"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). The patient was treated with cholecalciferol (vitamin d), bupropion (wellbutrin), surgery (she underwent bilateral salpingectomy for removal of essure), and surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, bladder perforation, gastrointestinal injury, feeling abnormal, amnesia, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, headache, allergy to metals and weight increased outcome was unknown, the pelvic pain, menorrhagia, abdominal pain, back pain, arthralgia, fatigue, candida infection and bacterial vaginosis had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bacterial vaginosis, bladder perforation, candida infection, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal injury, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2017, she underwent procedure to remove essure implant. Current weight 292 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: reporter information was added. This case concerns 37 year old patient. Her demographic was updated. Her concurrent condition was added. Lab data was added. Essure insertion and removal date was updated. Essure indication was amended. Essure lot number was added. Treatment medications were added. Per plaintiff fact sheet following events: perforation fallopian tubes), perforation: bladder), perforation: bowel), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, yeast (candida), bacterial vaginosis (I would get even when not sexually active), migraines, headaches, nickel allergy and weight gain were added. She had recovered from following events: infections (candida, bacterial vaginosis), fatigue, menorrhagia, pain (pelvic, abdomen, back and joints) and recovering from hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), bladder perforation ("perforation: bladder"), gastrointestinal injury ("perforation: bowel"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena intrautetine device in 2009. Past adverse reactions to the above products included contraception with mirena intrautetine device. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding :vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In 2013, the patient experienced candida infection ("yeast (candida) infection") and bacterial vaginosis ("bacterial vaginosis (I would get even when not sexually active)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("excesive cramping"), abdominal pain ("abdominal pain/pain: abdomen"), back pain ("lower back pain/pain: back"), arthralgia ("painful joints/pain: back"), allergy to metals ("nickel allergy") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with colecalciferol (vitamin d), bupropion (wellbutrin), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure) and surgery (ablation). Essure was removed in (B)(6) 2017. At the time of the report, the fallopian tube perforation, bladder perforation, gastrointestinal injury, feeling abnormal, amnesia, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, headache, allergy to metals, weight increased and vulvovaginal mycotic infection outcome was unknown, the pelvic pain, menorrhagia, abdominal pain, back pain, arthralgia, fatigue, candida infection and bacterial vaginosis had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bacterial vaginosis, bladder perforation, candida infection, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal injury, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2017, she underwent procedure to remove essure implant. Current weight 292 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received - new event vaginal bleeding and yeast infection was added. Product information was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), bladder perforation ("perforation: bladder"), gastrointestinal injury ("perforation: bowel"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 31-year-old female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena intrauterine device in 2009. Past adverse reactions to the above products included contraception with mirena intrauterine device. Concurrent conditions included obesity. Concomitant products included lisinopril since 2003. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding :vaginal bleeding"). In 2013, the patient experienced candida infection ("yeast (candida) infection") and bacterial vaginosis ("bacterial vaginosis (I would get even when not sexually active)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain/pain: abdomen"), back pain ("lower back pain/pain: back"), arthralgia ("painful joints/pain: back") and allergy to metals ("nickel allergy"). The patient was treated with colecalciferol (vitamin d), bupropion (wellbutrin), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bladder perforation, gastrointestinal injury, feeling abnormal, amnesia, abdominal pain lower, dyspareunia, migraine, headache, allergy to metals, weight increased, nausea and vaginal haemorrhage outcome was unknown, the pelvic pain, menorrhagia, abdominal pain, back pain, arthralgia, dysmenorrhoea, candida infection, fatigue and bacterial vaginosis had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bacterial vaginosis, bladder perforation, candida infection, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal injury, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), bladder perforation ("perforation: bladder"), gastrointestinal injury ("perforation: bowel"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 31-year-old female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena intrautetine device in 2009. Past adverse reactions to the above products included contraception with mirena intrautetine device. Concurrent conditions included obesity. Concomitant products included lisinopril since 2003. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding :vaginal bleeding"). In 2013, the patient experienced candida infection ("yeast (candida) infection") and bacterial vaginosis ("bacterial vaginosis (I would get even when not sexually active)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain") and nausea ("nausea"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("excesive cramping"), abdominal pain ("abdominal pain/pain: abdomen"), back pain ("lower back pain/pain: back"), arthralgia ("painful joints/pain: back") and allergy to metals ("nickel allergy"). The patient was treated with colecalciferol (vitamin d), bupropion (wellbutrin), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure), surgery (she underwent bilateral salpingectomy for removal of essure) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, bladder perforation, gastrointestinal injury, feeling abnormal, amnesia, abdominal pain lower, dyspareunia, migraine, headache, allergy to metals, weight increased, nausea and vaginal haemorrhage outcome was unknown, the pelvic pain, menorrhagia, abdominal pain, back pain, arthralgia, dysmenorrhoea, candida infection, fatigue and bacterial vaginosis had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bacterial vaginosis, bladder perforation, candida infection, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal injury, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received - reporter information added. Patient information and details updated. Product information updated. New events vaginal bleeding and nausea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("painful joints"). The patient was treated with surgery (essure removed surgically). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, feeling abnormal, amnesia, abdominal pain lower, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, feeling abnormal and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2017, she underwent procedure to remove essure implant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.